Event description:
A peritoneal dialysis patient reported following treatment after removal of the tubing set fluid leaked from the cassette door. The patients' peritoneal dialysis nurse was called; she reported the patient did not experience an adverse event. The patients' effluent has remained clear and no prophylactic antibiotics were given.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.